Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device manufacture date: unknown. Results - bd received three boxes of samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for missing safeties with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: bd was not able to duplicate or confirm the customers indicated failure mode.

Event description:
It was reported that a case of 25 g x .75 in. Bd vacutainer® safety-lok¿ blood collection set with 7 in. Tubing and luer adapter was missing safety shields. No injury or medical intervention reported.